Event description:
Pt complained to the nurse of a difficulty breathing after 4 mins from onset of dialysis treatment. The nurse found that the pt had rubefaction of whole body and incontinence. Therefore, the nurse talked to the pt, but there was no response from pt. Then the pt was transferred to ICU for the emergency treatment (oxygen inhalation and intravenous injection of dexamethasone). After treatment, pt recovered his consciousness.

Manufacturer narrative:
Rexeed-15lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer ((B)(4)). The used device could not be analyzed because it was discarded by the user. No abnormality was found in the lot quality records of the used product. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams and wilkins, 2006.